Manufacturer narrative:
Evaluation summary: the explanted ipg was returned to the manufacturer for analysis. Visual analysis noted septum damage, peeling parylene, a dented can and instrument marks on the antenna cover. No sharp bends or other visual anomalies that would result in pain were noted. Preliminary functional testing found damage to the bal-seal spring in the lower header port. As a result, functional testing could not be completed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported the ipg was explanted and replaced with a smaller model due to pain at the ipg pocket and intermittent telemetry. According to the patient's health care professional, the patient had lost weight since the ipg was implanted which may have contributed to the telemetry issues and overall pocket discomfort. No further patient complications were reported as a result of this event.